Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was ¿giving false alarms¿. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history and black box data revealed no evidence of a device malfunction. There were no alarms, errors, or warnings observed during the analysis: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.